Manufacturer narrative:
H6: imdrf device code a0501 captures the reportable event of distal tip detached. H11: an injection gold probe device was received for analysis. Visual examination of the returned device revealed that the gold tip was fully detached, and adhesive residue was present on the catheter. Additionally, the catheter was found to be kinked near the strain relief. Based on all available information, boston scientific concludes that the most likely cause of the tip detachment was procedural or anatomical factors encountered during device use. These factors may have affected the device's performance and integrity, resulting in the tip detaching. Tip detachment could have occurred due to contact between the device and the scope during energization, or if the device exceeded the maximum voltage during the procedure, as outlined in the device precautions. It is also important to note that the catheter and wires showed residues of adhesive, indicating that the tip was correctly assembled. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the cautery device experienced a mechanical issue and broke off during retraction of the probe. The detached component remained lodged in the locking mechanism, while the needle remained intact. The procedure was successfully completed using the original device without further complications. There were no reported patient complications as a result of this event.

Manufacturer narrative:
H6: imdrf device code a0501 captures the reportable event of distal tip detached.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the cautery device experienced a mechanical issue and broke off during retraction of the probe. The detached component remained lodged in the locking mechanism, while the needle remained intact. The procedure was successfully completed using the original device without further complications. There were no reported patient complications as a result of this event.